Event description:
It was reported that the procedure was canceled/rescheduled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer and a 330cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the burr got stuck with the guidewire during advancement. Both devices were completely removed. However, the procedure was not completed as the patient transferred to another facility. There were no patient complications reported and the patient is stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device revealed that handshake connection was bent.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was canceled/rescheduled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer and a 330cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the burr got stuck with the guidewire during advancement. Both devices were completely removed. However, the procedure was not completed as the patient transferred to another facility. There were no patient complications reported and the patient is stable.